Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/19/2016 with the following findings: a review of the pump black box revealed voltage drops resulting in a ¿replace battery¿ alarm. The pump powered with the returned battery cap. The battery cap was able to fully tighten. The current draws were within specification. A ¿battery life¿ issue was not duplicated during the investigation. Unrelated to the original complaint, there was evidence of moisture inside the battery compartment. A leak test showed a leak at the battery compartment. The pump case was removed and there was no evidence of additional moisture inside the pump. The battery compartment was observed to be cracked from the thread area to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.